Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr had a back-to-back, meter-to-healthcare professional meter, comparison blood glucose test performed with readings of 112 and 170 ml/dl, respectively. Rptr was not experiencing any symptoms.